Manufacturer narrative:
Analysis was performed at philips bench repair facility by a philips bench repair technician (brt). Results of functional testing indicate the unit performed and passed. No faults were detected. Based on the information available in the case and the testing conducted, the customer's alleged malfunction was not confirmed. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported speaker error. It is unknown if the speaker produced any sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.